Manufacturer narrative:
Final analysis found a partial lead with the connector segment measuring 11.2 cm and distal portion measuring 41.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was normal.

Event description:
It was reported that during an unrelated procedure, the right atrial lead had dislodged. The lead was explanted and replaced. The patient was stable during and post operation.